Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead incurred physical damage to the lead body and insulation. Moreover, the physician noted that the lead was showing signs of wear on the terminal pin just outside of the pacemaker header. The lead was surgically abandoned, and no new ra lead was placed as the patient was in chronic atrial fibrillation. No additional adverse patient effects were reported.